Event description:
A call to technical services was made on 7/24/2014 stating that the pacing impedance is 200 ohms. As per discussion with technical services, the device measures shock impedance of 50 at rv and 200 at svc. The physician was dr. (B)(6) at (B)(6). There is no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).